Manufacturer narrative:
Product event summary: analysis found that the lower part of the display had one missing line on a critical place. It was also noted that one bail cover was broken. Functional test failed due to display. The epg was scrapped at the repair depot due to spare parts no longer being available.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report. If information is provided in the future, a supplemental report will be issued.